Event description:
Follow up information identified the patient was prescribed antibiotics to treat the infection.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2017 where the ipg was explanted due to an infection at the ipg site. No further intervention is planned at this time.